Event description:
On (B)(6) 2009, the pt's mother reported that yesterday at 8:30 am, she went to the pt's school and discovered he had air bubbles in his insulin infusion set tubing which she primed out. The pt reconnected to his infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.